Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, which resulted in a high blood glucose level displayed as "high." There was no reported assistance from a third party, and the issue did not occur during the load process. To address the high blood glucose, the customer administered a correction bolus using the pump. Tandem technical support arranged for a replacement of the pump, as it was out of warranty, and the customer showed interest in obtaining an out-of-warranty loaner pump.